Manufacturer narrative:
The lead was returned with no reported event. Failure event observed during analysis. As received a partial lead was returned in one piece. Final analysis found internal insulation abrasions breaching the ring electrode and right ventricular lumens and external insulation abrasions consistent with friction to device can and friction to another device or feature of patient anatomy. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.